Manufacturer narrative:
A lead revision procedure was scheduled. Attempts to identify how this was resolved have been unsuccessful.

Event description:
Boston scientific crm received information that this lead exhibited high out of range shock impedances. No adverse patient effects were reported.